Manufacturer narrative:
The investigation for the reported issue has been completed. The automated impella controller (aic) device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records. D6a / d6b implant and explant date should be blank since the automated impella controller (aic) is not an implantable device.

Event description:
The complainant called support and reported that a red controller alarm was generated and was not visible due to an automated impella controller (aic) connection failure. The local team was informed and assisted the end user. No further information was provided. There was no patient harm reported.

Manufacturer narrative:
D4 catalog number, expiration date, unique identifier and h4 manufacture date are unknown as the product model number was not supplied. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.